Event description:
Consumer complaint of blood result reading of "hi". Customer normall reads around 200-300mg/dl. Last blood results in memory: hi, hi, hi. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).